Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), mitral annular calcification and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult. The clip was entangled with chordae during capturing the leaflets. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed on the chordae without leaflets. Pericardial effusion was noted after an hour of transeptal puncture and pericardiocentesis was performed. Patient is in stable condition. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip entangled with chordae). The reported poor image resolution was associated with difficulty imaging. The reported patient effects of unchanged mr and foreign body in patient appear to be due to the clip being stuck and deployed on the chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling.